Event description:
It was reported that after first fitting of the cochlear implant concerned, the patient's audio processor coil would not adhere steadily. Several coils had been tried. The patient had poor access to sound. A history of head trauma was denied. The patient was re-implanted on (B)(6) 2014.

Manufacturer narrative:
(B)(4). The device was explanted and should be returned to the MFR, med-el headquarters, for evaluation. When available, a device failure analysis will be submitted as a f/u report.